Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. Data logs were reviewed and they revealed the pump was operating to specification. The cause of the issue was not determined since product was not returned for any benchtop testing. Should the medical team forward new clinical details, that lead to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿

Event description:
The medical center had an impella cp support ongoing for 2 days when the team explanted and escalated to the 5.5 pump. The premature explant was due to the team observing signs of hemolysis, which they presumed was due to the use of the impella. The ldh levels were rising but no definitive plasma free hemoglobin (pfhg) was drawn to confirm hemolysis. The 5.5 was placed and supported the patient for over 8 days.